Event description:
Additional information received reported that the patient was doing well.

Manufacturer narrative:
(B)(4)

Event description:
A representative later reported the term ¿intermittent dose¿ was verbalized to the representative upon interviewing them before the case. The patient verbalized ¿intermittent therapy¿ and noted ¿pain relief comes and goes¿. The doctor performed an x-ray, CT, MRI, and indium study. All were negative except the indium study which showed the drug outside of the catheter in the pump pocket. The kink was located within the pump pocket, and the catheter had become wound into the tissue. The cause of the kink was ¿under normal use¿ and there was no trauma. The catheter was completely replaced. The representative had not notified the representative of continued issues, and the patient¿s status was unknown.

Event description:
A catheter kink was reported. The location of the kink was unknown. The pump and catheter were scheduled to be replaced on (B)(6) 2013. The pump was scheduled to be replaced due to eri. The patient¿s status was alive with no injury. It was further noted that per the patient¿s physician, the system was checked by fluoroscopy, a thoracic and lumbar MRI (with and without contrast), and an indium dye study. The results were negative for a granuloma and showed ¿obvious catheter and pump malfunction¿. The indtium study showed inconsistency with normal catheter flow. The patient¿s symptoms were a significant increase in pain and increase in refill intervals. The physician suspected the catheter was kinked as well as having a small leak. The medication infused was morphine.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4) .